Manufacturer narrative:
Based on the additional information provided, kci's determination remains the same it cannot be determined that the alleged bleeding event is related to activ.a.c.¿ therapy (system).

Event description:
A manufacturing records review for v.a.c.® granufoam¿ lot no. 2950076 indicates all end release testing of the product and packaging met specifications.

Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged bleeding is related to activ.a.c. Therapy (system). Device labeling, available in print and online, states: ensuring dressing integrity with or without using v.a.c. Therapy, certain patients are at high risk of bleeding complications. The following types of patients are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal. Patients who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: suturing of the blood vessel (native anastomosis or grafts)/organ, infection, trauma, radiation, patients without adequate wound hemostasis, patients who have been administered anticoagulants or platelet aggregation inhibitors, patients who do not have adequate tissue coverage over vascular structures. If v.a.c. Therapy is prescribed for patients who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. If active bleeding develops suddenly or in large amounts during v.a.c. Therapy, or if frank (bright red) blood is seen in the tubing or in the canister, immediately stop v.a.c. Therapy, leave dressing in place, take measures to stop the bleeding and seek immediate medical assistance. The v.a.c. Therapy units and dressings should not be used to prevent, minimize or stop vascular bleeding. Protect vessels and organs: all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of v.a.c. Therapy. Dressing changes: wounds being treated with the v.a.c. Therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c. Dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule.

Event description:
On jan 02 2017, the following information was reported to kci by the home health nurse: the patient experienced technical issues with activ.a.c. Therapy (system) and there was bright red blood coming from the wound bed and in the canisters. The patient's daughter also alleged there was blood on her hand when removing the canister. On jan 05 2017, the following information was reported to kci by the home health nurse: on (B)(6) 2017, the patient was sent to the emergency room (ER) due to blood in the wound and canister. On jan 06 2017, the following information was reported to kci by the home health nurse: the patient was sent to the ER due to a "moderate" amount of bleeding from the wound. While at the ER the activ.a.c. Therapy (system) was removed and an alternate pressure dressing was applied. There was no surgical or medical intervention required to resolve the bleeding. The physician ordered blood work and the patient's blood count came back normal. The patient was released back to her home with the pressure dressing still in place. The patient was seen on (B)(6) 2017 for a follow-up wound assessment. At the time of this assessment the wound did not have any bleeding and the wound looked good. The activ.a.c. Therapy (system) was restarted at that time. The patient is very frail and is a paraplegic, which are also contributing factors to the bleeding event. There has been no further bleeding events at this time and there have been no negative symptoms reported due to the event. On dec 1 2016, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. On (B)(6) 2016, the device was placed with the patient. On jan 16 2017, the device was tested per quality control (qc) procedure by kci quality engineering, and the unit passed the qc checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.